Event description:
It was reported that the catheter was inserted in the basilic vein on (B)(6) 2010 in the PICC (peripherally inserted central catheter) out pt room by one doctor and pulled out on (B)(6) 2010 by a second doctor. Both doctors are experienced operators and proceeded with the operation in accordance with the instruction. Between (B)(6) 2010 and (B)(6) 2010, the pt was inpatient with chemistry therapy and was reported in good condition. The pt went home after the catheter had been pulled out and came again on (B)(6) 2010 with local swelling and induration of the insertion site. The pt was sent to the neurology department of an affiliated hospital with local swelling and cerebral thrombosis. They were examined with color doppler ultrasound in that hospital to find that the auxiliary artery was without blood flow. Intervention involved local out dressing with 50% magnesium sulfate. The pt is home doing fine. Additional information received on (B)(4) 2010 from the distributor stated that the intervention was a dressing with 50% magnesium sulfate by hydropathic compress.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.